Event description:
It was reported that patient presented in clinic for magnetic resonance imaging (MRI) procedure. It was noted that implantable cardiac defibrillator (ICD) went into back up mode due to use in off labeled magnetic resonance imaging (MRI) environment. It was also noted that high voltage therapies were disabled. Programming changes were made to revert device in normal operation. Patient condition was stable.